Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon noticed a cc4204a, +23.5 diopter, intraocular lens had a tear during loading. It was reported that there was patient contact but no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a case/vial in liquid. Visual inspection found the lens optic and haptic torn. Additional information: b5 - this lens was for intended for the patient's right eye (od). Claim#: (B)(4).